Event description:
Broke apart with removal-vagina [foreign body in reproductive tract]. Broke apart when removing it [complication of device removal]. Broke apart- tampon [device breakage]. Consumer reported via email that the tampon broke apart with removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Broke apart with removal-vagina [foreign body in reproductive tract] broke apart when removing it [complication of device removal] broke apart- tampon [device breakage] consumer reported via email that the tampon broke apart with removal. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Broke apart with removal-vagina [foreign body in reproductive tract]. Broke apart when removing it [complication of device removal]. Broke apart- tampon [device breakage]. Consumer reported via email that the tampon broke apart with removal. No serious injury was reported.